Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 46 mg/dl. Customer believed basal rate and correction factor settings lead to the ER visit. Customer did not provide treatment received. Reportedly, customer left the ER 4 hours later with customer in stable condition (bg 272 mg/dl).